Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c2tr01, implantable pulse generator, (B)(6) 2012; 4076, implantable pacing lead, (B)(6) 2012; 6725, adaptor, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was not feeling well and it was possibly due to the left ventricular (lv) lead having loss of capture. Also, since implant the patient has had diaphragmatic stimulation. The patient had been programmed to 1 volt (v) pacing output, however during clinic check the threshold was found to have increased to 2v at 1.5 milliseconds. The patient felt the diaphragmatic stimulation when programmed at 2v or above, so other programming polarities were going to be tested to determine the best programming option. The lv lead is still in use. No patient complications have been reported as a result of this event.